Event description:
The manufacturer received information alleging a ventilator failed at test step during testing indicating an active exhalation control module failure. There was no harm or injury reported. The device evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation control module solenoid verification test step. There was no harm or injury reported. The device was evaluated by the manufacturer, and the solenoid valve and proportional valve were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for evaluation. The components were installed on a multifunctional test station and passed all testing. The components were visually inspected, and no defects were noted. The pil concludes the valves operated as designed.